Event description:
While using (B)(4) clear spot bandages, I found one with a substance on it. It appears it could be blood. Incident location: home. Number of victim involved: 1. Incident, no injury. Product category: personal care. Product description: (B)(4) clear spot bandages, 100 7/8 inches, distributed by (B)(4), scan code (B)(4). Purchased from (store name or internet site): (B)(4). Purchase date: (B)(6) 2016. Retailer location (state): (B)(4). The product was not damaged before the incident. The product was not repaired before the incident. The product was not modified before the incident. "Have you contacted the MFR: no; if not, do you plan to contact them: yes."